Event description:
Incorrect behavior - pt is getting 4 beeps when putting on and off the charger and vibrates; always no known consequences. Update- 03/13/2026 the patient had a fall on wednesday of last week, then had later shattering of her l1 with a minor twist/reach, requiring surgery and implanted rods. We just got the loaner on her yesterday. I know this changes your protocols, since she fell. At first I was worried that the knee resistance was acting up, but it seems to have good resistance when I flex it by hand. Her issue previously was that after knocking some snow off the shoe, it started beeping and vibrating and giving lots of error messages. One night it beeped all night. That's when we ordered the loaner. After a week or two, it seemed to stop. She checked her cockpit app right away and throughout the week and it was in regular walking mode all the time. (Did not get switched into alternate mode with tapping) when she fell, it was on some wet icy steps outside her house that she did not realize were frozen, just thought it was wet. She normally puts spikes on her shoes but did not this time. (B)(6) 2026 21:29:24 cet (blum_m) she did have to have surgery. It was pretty major back surgery and was because of the fall. They told her that her l1 vertebrae 'exploded'. However, I am not sure (and she is not sure) if it was to do with the knee malfunctioning, or simply because the stairs were covered in wet ice. She said the beeping/vibrating had seemed to resolve. I became worried when I saw her at the hospital and we tried to adjust the resistance in the knee. She was sitting (with her tlso on, still working on resuming walking), and we tried to increase the resistance for safety. Every time we lifted up the knee, it fell straight down with no resistance. I was worried, but then later realized it likely was in "sitting mode" and she needed to stand to test the resistance. With all of this, I just want her knee sent in and made sure that she is on something safe for her rehabilitation. She has some minor involvement with the other foot now post-surgery (peripheral sensory numbness and eversion weakness), so the prosthesis has to be a big stabilizer now! It has to be the good side! 03/23/2026 more information wed 2/25 she fell on the 4-5 stairs going out of her house. She slid/fell and landed on her butt and back. The stairs were icy and wet. She saw that there was dripping water but thought it was just wet, so she did not put the spikes on her shoes that she uses for ice. The fall resulted in pain and cracked ribs, and despite the soreness, she continued her adls. However, on sunday 3/1, while driving, she turned to reach for an item, which led to a catastrophic injury where her l1 vertebrae shattered. She managed to stop her car in a bean field, where bystanders assisted her and called 911. She underwent surgery that same day and was transferred to main hospital powell floor wed 3/4 for recovery before being moved to yonkers rehab floor friday 3/6. (B)(6) has a history of a motorcycle accident three years ago that ultimately led to her amputation and had microfractures in l1/l2 from that. Her spine needed to be fixed with rods and wire. She is currently using a tlso, which she will need for 3-6 months. She also has some nerve involvement post-surgery affecting her left sound foot eversion muscles, pelvic muscles, and lle sensory nerves, which has impacted her ability to sense the need to use the restroom. They are hoping all of that nerve involvement will resolve but it is yet to be determined how permanent it is. She will have permanent impact on her spinal rom with the implantation of rods, and how this will affect her ability to perform adls (including donning and doffing her leg) is yet to be determined.